Manufacturer narrative:
Reported complaint of "device failed" was not verified. Platform ran for 15 minutes using the test manikin and 7 minutes using the large resuscitation fixture, which is equal to a 250 pound pt. No issues were observed in either test. No adverse event reported.

Event description:
It was reported that the platform failed during a pt event, indicating revert to manual CPR. No other information was provided. No adverse event reported.